Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on stomach transection, the device did not fire. They used a new instrument to complete the case. There was no patient injury.